Event description:
Information received from the field does not address the patient's clinical status but notes that when the patient presented to the hospital, device interrogation was pro- longed in duration, eventually revealing a programmed base rate of 30 ppm in vvi mode with precautionary values ("<<"). The device was ventricular pacing at 70 ppm. Parameter program changes were attempted. The physician has elected to replace the device.